Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photograph and video showed the return line was perforated near the warmer connection. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the return line of a prismaflex st100 set during priming. There was no patient involvement. No additional information was provided.